Event description:
I had capsular contraction from a mentor breast implant. My dr re-used the medical device that was a one time use implant. I was told he was going to do an exchange but instead re-implanted the contaminated device.